Event description:
A malfunction was reported on the pump with no notable events occurring prior. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. A correction bolus was administered using the pump, which effectively addressed the issue without the need for third-party assistance. Technical support provided instructions for resetting the pump, helping the caller reset it successfully. After resetting, the malfunction code did not recur, and the customer was advised to continue using the pump and to call back if any issues reoccur.